Event description:
Pt was in the middle of simulation when, according to the tech, the pt attempted to move and the table collapsed at the head end. The event did not result in pt injury, due to the fact that fluoroscopy equipment under the head of the table prevented the pt from falling back to the floor. Weight limits were not exceeded. Pt was attempting to change position, arching her back and placing increased weight on the back of the table.